Manufacturer narrative:
(B)(4). A third party service agent performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. The third party service agent then downloaded the electronic records from the device for review. Upon review of the electronic patient record from the event, physio was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service provider, contacted physio-control to report that their customer's device powered off by itself multiple times during an event. The patient, a (B)(6) male, was being monitored for vitals, including blood pressure (bp) and oxygen saturation (spo2). The customer advised that the first time the device powered off by itself, it was connected to the patient as bp was being performed in the ambulance. The second time the device powered off by itself, medical personnel were attempting to get another bp and spo2 reading. The third and fourth time the device powered off by itself, it was connected to the patient as bp was being performed in the ambulance. Medical personnel were able to power the device back on after each loss of power. The device functioned properly with no further discrepancies observed for the remainder of the call. The customer advised that the patient survived the event. There were no reports of adverse effects as a result of the reported issue.

Manufacturer narrative:
The third party service agent evaluated the device and it was determined that the cause of the reported issue was due to intermittent connection to battery #1. The third party service agent found a loose kepnut on the battery wire harness to the battery pin assembly. The third party service agent replaced the rear case to resolve the reported issue. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
A third party service provider, contacted physio-control to report that their customer's device powered off by itself multiple times during an event. The patient, a (B)(6) year-old male, was being monitored for vitals, including blood pressure (bp) and oxygen saturation (spo2). The customer advised that the first time the device powered off by itself, it was connected to the patient as bp was being performed in the ambulance. The second time the device powered off by itself, medical personnel were attempting to get another bp and spo2 reading. The third and fourth time the device powered off by itself, it was connected to the patient as bp was being performed in the ambulance. Medical personnel were able to power the device back on after each loss of power. The device functioned properly with no further discrepancies observed for the remainder of the call. The customer advised that the patient survived the event. There were no reports of adverse effects as a result of the reported issue.